Manufacturer narrative:
(B)(4). The absorb device is currently not commercially available in the u.s; however, it is similar to a device sold in the us. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A cine was received and reviewed by an abbott vascular clinical specialist. The reviewer concluded: the acute result of the absorb deployment looks very good. Restenosis was confirmed in the proximal end of the scaffold and extending beyond the proximal end of the scaffold. The reported patient effect of angina and restenosis, as listed in the bioresorbable vascular scaffold (bvs) system, absorb, instructions for use (IFU), are known adverse events associated with the use of a coronary scaffold in native coronary arteries. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the procedure on (B)(6) 2016 (at (B)(6) hospital) was to treat a 70-90% stenosis in the proximal left anterior descending (lad) artery. The patient was experiencing stable angina. Pre-dilatation was performed with a 3.5 x 12 mm nc trek balloon, reducing the stenosis to less than 40%. A 3.5 x 12 mm absorb was implanted and post-dilated with a 3.5 x 12 mm nc trek balloon, with 0% residual stenosis. On (B)(6) 2016 the patient experienced chest pain and went to (B)(6). On (B)(6) 2016 a re-intervention was performed and restenosis was observed in the proximal part of the scaffold and proximal to the scaffold up to the left main. A 3.5 x 18 mm xience alpine stent was implanted in the restenosis. The patient condition is good. The patient confirmed that he was compliant with dual antiplatelet drug therapy (dapt) after the procedure. No additional information was provided.